Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Additional manufacturer narrative: there are many factors that could result in the need to explant a bioprosthetic valve, the most common of which is regurgitation. This complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, procedure factors. It is typically not related to product malfunction. In this case the surgeon reported that after one (1) year and nine (9.80) months, this device was explanted due to regurgitation. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl can occur due to a number of reasons, including technique and patient related factors. This device was not returned to edwards for analysis as it was discarded at the hospital. The clinical statements cannot be confirmed and the root cause for pvl of this device remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic pericardial valve, implanted approximately one (1) year and nine (9) months, was explanted due to aortic regurgitation. It was identified, through review of source documentation provided that the explanted 23mm valve was replaced with another 23 mm aortic pericardial valve. The device will not be returned for evaluation as it was discarded at the hospital. No other information provided.